Manufacturer narrative:
Date of postoperative screw breakage is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown broken screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that variable angle foot hardware removal was performed on (B)(6) 2017. The patient reported having pain. Original implant date is unknown and exact quantity of hardware removed is unknown. Reporter states that at least one screw was broken but was removed easily. Patient is reported as being healed and no revision performed. No additional information available. Concomitant device reported: 2.7mm or 3.5mm va-lcp midfoot/hindfoot plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown broken screw. This is report 1 of 1 for complaint (B)(4)